Manufacturer narrative:
Concomitant medical products: 7279 ICD, implanted: (B)(6) 2007.

Event description:
It was reported that there was increased and elevated thresholds due to left ventricular (lv) lead displacement. The lead was explanted and replaced. This event was documented during post-market surveillance of cardiac resynchronization therapy (crt) devices. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.